Event description:
It was reported that balloon rupture occurred. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 10 atmospheres the balloon ruptured. The device was simply and completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.